Event description:
Country of complaint: (B)(6). Thread broke during surgery. No patient injury.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch, unused; no second pack returned or support card. There are no previous complaints of this code batch. There were (B)(4) units of this batch code manufactured and distributed, no units are in stock. Without closed sample, complete investigation is not possible. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.